Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected rupture, hot sensation and pain".

Event description:
Patient reported "suspected rupture, hot sensation and pain" against an unknown mammary breast implant device on unspecified side. The device remains implanted.